Event description:
Additional information from the health care professional (hcp) reported that the troubleshooting performed was interrogation and a pelvic x-ray. There was also reprogramming done. The cause of the lack of effect was not determined. The patient needed an MRI so they decided to remove the device. It was explanted on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v956868, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
A healthcare provider and a patient implanted for overactive bladder and bladder spasms reported that that during the trial, she felt she wasn't going as much. With the implant, she never had therapeutic effect, wasn't getting 50 percent relief, and hadn't had any results since implant. She continued to experience leaking and frequency on program 2. The patient was unaware she could change amplitude and was instructed by her healthcare provider to use each program two to three weeks and track her symptoms. She was told she would be reprogrammed if her four programs did not work and this had been occurring since implant; she had been reprogrammed five to six times. The patient was reprogrammed in (B)(6) 2012, but hadn't been able to follow up with one of her healthcare providers since then. For the past two years she hadn't found the right program. Each time she had a bladder spasm, she had to sit our squat for 45 seconds and not move or she would leak. On (B)(6) 2013, the patient had stimulation turned off because it was very uncomforta ble. Stimulation had been off for a month and she was not seeing a difference. She was meeting with the manufacturer representative that day. On (B)(6) 2013, the patient had had the device turned off for the past two days and there was no difference with stimulation on or off. She had an appointment that day. On (B)(6) 2014, the patient's doctor went in and reconnected the leads, or maybe they put a whole one in there. Since then, the patient still hadn't been getting results. On (B)(6) 2015, the patient reported that she was going to have the device removed because she needed to have an MRI of her spine and said the device hadn't helped with her bladder. She said that the problem with her spine could be related to her bladder problems. No traumas or falls were reported that could be related to the issue. No potential event causes were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.